Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16564.

Event description:
Philips received a complaint by the customer on the v60, indicating that touchscreen was not responding. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was advised to replace user interface (ui) assembly. The rse provided parts ID to the customer.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to a back order status of a part, the user interface (ui) assembly, needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. H11:updated contact information, contact office entity, and manufacturing site.